Event description:
On (B)(4) 0213, a lead break was reported during generator revision due to end of service. Pre-operative normal mode diagnostics indicated high impedance. A system diagnostics was after the generator was replaced also indicated high impedance. X-rays were taken and looked normal. The device was interrogated at disabled settings, and the lead was destroyed upon explant. X-rays were received and reviewed. Images of the generator area were not available. No acute angles, and no lead breaks were visible on the assessed lead part. No trauma or manipulations were known to the physician. The high impedance was noted at the time of surgery.

Manufacturer narrative:
Review of programming history. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.